Event description:
Pt with history of unresectable hcc, cirrhosis, and pnc-e received 127.33 gy of therasphere via right hepatic artery in 02. Total bilirubin values fluctuated between 1.8 and 4.1 for 38 days . During a follow-up visit, bilirubin = 12.1mg/dl with signs of clinical jaundice. CT abdomen showed increase of subcapsular nodule in segment 7. CT showed marginal increase in segment 7 lesion and interval increase in ascites. Pt was admitted to the hosp in liver failure and died 8 days later. Due to close timing of this toxicity to therasphere treatment, it is difficult to distinguish therasphere treatment effect from underlying liver disease as possible causes of this toxicity.